Manufacturer narrative:
Device evaluation: lens was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.00/3.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed and exchanged with a same size , similare (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.